Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/17/2025, a distributor reported via (B)(4) that (qty. 3) ar-1595t acl tightrope drill pins broke off inside the patient during an acl reconstruction. One remained in the patient's bone, and one was retrieved from the joint. The procedure was completed successfully.